Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge was not detected during the load sequence. Reportedly, the issue resolved and insulin delivery was resumed. There was no reported impact to customer's blood glucose level.